Manufacturer narrative:
The investigation discovered bent vessel locator wings. The shaft nylon to pusher body bond was intact and there was no other abnormal observation noted. The root cause for the bent condition of the vessel locator was not determined and there was no defect or malfunction of the device detected during the investigation. No observation was noted that could explain the complaint description of "wings prematurely retracted", however, a CAPA was opened to address the complaint of premature vessel locator collapse. Review of the DHR for the lot build also did not produce any findings that attributed to this report or the reported complaint. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. The finish arrows lined up (click 3), the vessel locator wings prematurely retracted, the device popped out of the artery, losing access to the site. Hemostasis was achieved with manual compression. There were no adverse pt events as a result of this incident.